Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a onetouch ultrasmart meter had a cracked/broken casing issue. The reporter indicated that the alleged issue occurred after the meter was dropped on an unspecified date/time several weeks ago. According to the reporter, the pt was unable to test for several weeks because of the reported issue. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The reporter claimed that the pt did not receive medical intervention from a health care provider and was not tested on another device during the time of concern. However, the reporter mentioned that the pt suffered low blood glucose on occasion after issue began. The pt reportedly had symptoms of shakiness. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took in response to the meter issue. The meter was replaced. This complaint is being reported to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.